Event description:
I have a saline textured surface implant for poland's syndrome since 1995, I was (B)(6) when it was placed. In 2018 I began to get very sick and fatigued easily. In the time since I have developed alopecia, hidradenitis suppurativa, unexplained rashes, lymphadema, all of my lymph nodes and adenoids are inflamed, I have joint pain, numb hands and feet, my face is puffy and swollen, I've developed new allergies to food and other things, am now prediabetic, have tooth decay that came on very quickly, vision changes, loss of mental acuity, trouble sleeping, severe headaches, and my implant was rippled within the first year of being in place. FDA safety report ID# (B)(4).